Event description:
Distributor complaint report from sweden indicated that the user experienced an issue with alarm 20 during the cartridge loading process. The user followed on-screen instructions, but the problem persisted even after loading a second cartridge, necessitating a pump replacement. The customer¿s blood glucose level at the time of the event was not reported. Tandem technical support arranged for the pump replacement, confirmed the customer¿s shipping address, and provided instructions for returning the problematic pump, while the customer chose not to disclose their backup therapy plan.